Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provided the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. W/o a lot number a device history records review could not be requested.

Event description:
Pt status post alif, level l5-s1 returned to surgeon complaining of pain. An x-ray showed one screw was too long in the plate and lateral. Surgeon revised the pt: during the revision two screws came out with the driver and two screws would not come off the plate. Surgeon tried to use the extraction screw, w/o success. Surgeon used a cutting bit on the plate making cuts up to the screw. The pressure was relieved, the two screws and plate were removed. Surgeon noticed the mtf spacer was cracked: removed and replaced the spacer, added plate, and screws and completed the procedure. Surgeon noted he over-tightened the screws at implantation. This is three of five reports for this event.